Event description:
The customer reported that following a radiology procedure in 2002, a vasoseal vhd kit size 2 was deployed. Five days later, the patient was brought back for another procedure and during preparation it was noted that the right groin had drainage and blood present. The physician continued with the procedure, but used the left groin for access. The physician reported that the patient was an in-patient in ICU and unable to care for self. The patient also had an intra-abdominal hemorrhage from their pre-existing condition. Vasoseal was not used to seal the left groin after the procedure. A culture was performed on the right groin which confirmed an infection. The patient was given IV antibiotics for the procedure on the event date which was then followed with a different additional IV antibiotic for the groin infection. The physician later stated that after the catheterization procedure in 2002, he used a bandaid to dress the right groin site. Three days later, the patient was reportedly in good condition and continuing to take antibiotics. The patient remains in the hospital for pre-existing conditions. No further complications were reported.